Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name, product / lot code / expiration date, date of implant - 2000, PMA/510(k) number, manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent a total hip arthroplasty in 2000. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The liner and head were removed and replaced.